Manufacturer narrative:
D4 - lot number: lot number not reported. D6a - date implanted: a specific date was not reported. D6b - date explanted: a portion of the device (the cup) was explanted on (B)(6) 2026 but a portion of the device (the head) was left in vivo. H4 - device manufacture date: unknown because no lot number was reported.

Event description:
Approximately 25 years ago (specific date not reported), a patient received total hip arthroplasty using the bi-loc bipolar cup. The device is a one-piece design with the femoral head integrated within the bipolar cup. On (B)(6) 2026, a revision was performed due to femoral head dislocation. The cup portion was removed and replaced but the head was firmly embedded in the stem so it was left in vivo. The newly implanted outer cup and the old inter head are not a validated/approved combination and therefore there is a potential risk of dissociation/dislocation.